Event description:
Date of event: best estimate of date of event is 2009 according to the information received, a health care provider reported a catheter with the tip cut off. As reported, half of the catheter was hanging out of the sleeve and during the welding process it got cut off

Manufacturer narrative:
One catheter was received for evaluation. Visual inspection of the sample revealed it was in a sealed pouch and it contained only the top funnel with approximately 1/3 of the tubing. The catheter had not been positioned fully in the pouch during the packaging process; therefore, the rest of the tubing had exited the side seal of the pouch and was cut off during the packaging process. The complaint is confirmed as reported. An extensive investigation was conducted in february 2009 to address cut off catheters. Immediate containment actions include significant reduction of the temporary workforce, addition of a second dragger to the packaging operation to augment operator visual inspection, and addition of a qc inspector on the production line full-time to ensure proper process flow and to conduct increased visual sampling checks. Review of the work order for this lot revealed that it was packaged prior to the february 2009 corrective actions. Therefore, no further action will be taken at this time.